Event description:
The nurse reported during automated peritoneal dialysis with the pac xtra machine, a hole was "worn" in the set tubing causing a leak. The treatment was discontinued. This was noted during use with no pt injury or medical intervention required according to the nurse.